Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Although the patient¿s infection was reportedly not device related, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have a bacterial urinary tract infection on (B)(6) 2020. The cause of the infection was unknown; however, the event was reportedly not device related. The patient was treated with drug therapy and was later discharged on (B)(6) 2020.

Event description:
It was reported that the patient developed neurological dysfunction and was admitted on (B)(6) 2020. The patient had an intracranial bleed in the occipital area. The patient underwent a computed tomography. The patient was on warfarin and aspirin at the time of the event. The patient was treated with intravenous kcentra (prothrombin complex concentrate (human)).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.